Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred on cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.